Manufacturer narrative:
The technician replaced the left and right gas springs to repair the stretcher.

Event description:
Info received indicates the head section will not completely lower. It stops four inches from level.